Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pierced leaflet and increased mitral regurgitation (mr). It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was successfully implanted reducing the final mr grade to 1. Three or four days after the procedure, a piercing in the anterior mitral leaflet (aml) was discovered on transthoracic echocardiogram (tte). The patient¿ mr increased to a grade of 3. The clip remains stable on both leaflets and no medical or surgical intervention has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pierced anterior mitral leaflet (tissue injury). The recurrent mitral regurgitation (mr) appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.